Event description:
Case was completed with cryoablation of all four pulmonary veins. After the last ablation, the patient's blood pressure dropped and effusion was seen on ultrasound. Pericardial tap done and approximately 500cc of fluid obtained. Patient stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and do not show any issue during the 14 injections performed with the catheter on (B)(6) 2012.